Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly initiated a system update during a procedure, delaying user access to medication. Customer did not disclose the nature of the procedure. Customer stated that the user was unable to access the device for more than 15 minutes. Customer did not confirm patient harm. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and determined that the device's database was corrupt; the log files pointed to indexing failures. While inspecting the device the technical support specialist discovered that the device's hard drive was operating below nominal speeds. A field service technician replaced the device's hard drive and reimaged the device, resolving the reported malfunction.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly initiated a system update during a procedure, delaying user access to medication. Customer did not disclose the nature of the procedure. Customer stated that the user was unable to access the device for more than 15 minutes. Customer did not confirm patient harm.

Event description:
Customer reported that a bd pyxis anesthesia es system unexpectedly initiated a system update during a procedure, delaying user access to medication. Customer did not disclose the nature of the procedure. Customer stated that the user was unable to access the device for more than 15 minutes. Customer did not confirm patient harm.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-feb-2020 to 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system unexpectedly started updates due to software malfunction. A field service engineer installed antivirus eset and configured windows update services to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.